Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, a worn-out video connector latch causing poor connection with pigtails. In addition, a damaged front panel was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the video system center is unable to display image. The event occurred during demonstration and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the worn-out video connector latch could not be identified. Olympus will continue to monitor field performance for this device.